Event description:
Report of electri-cord power cord smoking at wall end plug.

Manufacturer narrative:
Although the adverse event occurred on (B)(6) 2008, we did not become aware of info that would lead us to conclude that it was a reportable event until november 19, 2009. Our initial investigation found the event was due to unusually abusive use and handling and was not a device malfunction. Add'l material info has more recently been acquired from industry communications and recall notices concerning defective ac power cords manufactured by electri-cord mfg corp that altered this initial conclusion.